Manufacturer narrative:
The field service rep (fsr) looked at the unit on (B)(6) 2013 and could not duplicate the problem.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia would not get cold enough on the cooler heater unit. The device was not changed out, as the perfusionist (ccp)added ice to resolve the issue. There was a couple minute delay to cool the cardioplegia. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review: according to the ccp, she was not able to deliver cold blood cardioplegia solution at a temperature below twelve degrees celsius. In order to enhance the cooling capacity, the ccp added ice cubes to the large tank of the unit. This dropped the water temp of the large tank and also resulted in a reduction of the temp of the cardioplegia solution temperature. Gathering and adding ice to the large tank increased the delivery time of the cardioplegia solution by two minutes. This delay had no impact on the ability to quickly arrest the heart and there were no indications of inadequate myocardial protection.